Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly. Physio-control determined that the cause of the reported issue was due to a capacitor, designator c3 on the power pcb assembly, being electrically open. This capacitor, designator c3, being electrically open caused the integrated circuit (ic) chip, designator u2 to have 12 volts output instead of 24 volts. The device would therefore not power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on during the pre-shift check. There was no patient use associated with the reported event.